Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Updated a4 - patient weight. Updated report type from serious injury to malfunction.

Event description:
Additional information received indicates, troubleshooting was done by abbott field representative and the ipg was able to be successfully recovered. Therapy restored.

Event description:
It was reported that the patient underwent an unrelated surgical procedure and the ipg was placed into surgery mode. After the surgery, the ipg was unable to communicate with the external devices. As a result, surgical intervention may take place at a later date to address the issue.